Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens of diopter -9.5/+1.0/151 into the patient's right eye (od) on (B)(6) 2021. The lens was exchanged on (B)(6) 2023 for a longer length lens due to low vault and lens rotation. This resolved the problem. Cause of event reported as unknown and it is unknown if the device failed to perform as intended.

Manufacturer narrative:
Claim# (B)(4).